Event description:
It was reported that during a ptca/stent procedure, the stent was placed in the lesion, however, it did not expand uniformly when inflated. The pressure was increased up to 18 atm (contrary to IFU), when the stent delivery system (sds) balloon burst. The sds could not be removed from the still under expanded stent. The pt was sent to CABG and the stent itself was not retrieved. The stent was left in the artery which underwent bypass surgery.